Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a external fluid leak was observed from the effluent pressure pod of a prismaflex st100 set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid leakage at the level of the bonding between the set effluent pre pump line and the effluent pod. The lines of the set are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.